Event description:
It was reported that the system made a clicking sound and locked up with a loss of functionality. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel processor board was replaced during the service call. The system was tested and found to be working as intended and put back into service.